Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. It was reported that a box fell on the patient's device site and caused a small tear in the incision. In addition, after opening the device pocket the tissue was observed to be infected so the physician decided to extract the system. There were no additional adverse patient effects reported. The ICD was explanted.